Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called in to report the insulin pump has been alarming repeatedly. Blood glucose reading at the time was 73 mg/dl. Confirmed with the customer that the insulin pump has been alarming when she has been below 70 mg/dl. Customer declined troubleshooting for low blood glucose and stated that she has been eating throughout the day. The customer treated the low blood glucose with ice cream. Nothing further reported